Event description:
It was reported that during a hals left hemi-colectomy procedure. They opened up wound access retractor and found that the product was torn. Surgery was prolonged five minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.